Event description:
As reported by the user facility: customer reported over infusion; vancomycin piggyback over 2 hrs, 45 min later pump alarming secondary bag empty, no information about total volume pt in no distress and voiced no complaints. No patient injury. MFR - 9610825-2014-00230.